Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed random high amplitude artifact combined with baseline shifts resulting in an inappropriate shock. Shortly before the episode the smart pass filter was automatically disabled. A review of the smart pass episode shows similar artifacts. Troubleshooting was performed including postural based isometrics without any findings. No programming changes were made. Boston scientific technical services (ts) recommended obtaining a high resolution x-ray to assess for potential damage along with additional manipulations focusing on the area between the coil and proximal electrode and close to the device/header. Ts suspects a compromised lead. New information received indicates that the patient was called back for additional troubleshooting. Additional extensive maneuvers were performed. Substantial noise was produced however the device correctly marked it as noise. X-rays were provided to ts for review. Ts was unable to clearly identify a lead impairment. Despite this, ts sill recommends lead replacement as the clinical observations and troubleshooting findings suggest a mechanical issue.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed random high amplitude artifact combined with baseline shifts resulting in an inappropriate shock. Shortly before the episode the smart pass filter was automatically disabled. A review of the smart pass episode shows similar artifacts. Troubleshooting was performed including postural based isometrics without any findings. No programming changes were made. Boston scientific technical services (ts) recommended obtaining a high resolution x-ray to assess for potential damage along with additional manipulations focusing on the area between the coil and proximal electrode and close to the device/header. Ts suspects a compromised lead. New information received indicates that this electrode was explanted and replaced without incident. The explanted product will be returned for analysis. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 was used to capture surgical intervention.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. An x-ray revealed that the sense a filar and one of the high voltage cables were partially fractured at the distal end of the terminal boot where the electrode exits the header port. The electrode was curved in this area. The electrode resistance measurements showed intermittent readings when manipulating the electrode at the terminal area. Analysis confirmed the clinical allegations. Patient code 3191 was used to capture surgical intervention.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed random high amplitude artifact combined with baseline shifts resulting in an inappropriate shock. Shortly before the episode the smart pass filter was automatically disabled. A review of the smart pass episode shows similar artifacts. Troubleshooting was performed including postural based isometrics without any findings. No programming changes were made. Boston scientific technical services (ts) recommended obtaining a high resolution x-ray to assess for potential damage along with additional manipulations focusing on the area between the coil and proximal electrode and close to the device/header. Ts suspects a compromised lead. New information received indicates that this electrode was explanted and replaced without incident.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed random high amplitude artifact combined with baseline shifts resulting in an inappropriate shock. Shortly before the episode the smart pass filter was automatically disabled. A review of the smart pass episode shows similar artifacts. Troubleshooting was performed including postural based isometrics without any findings. No programming changes were made. Boston scientific technical services (ts) recommended obtaining a high resolution x-ray to assess for potential damage along with additional manipulations focusing on the area between the coil and proximal electrode and close to the device/header. Ts suspects a compromised lead. New information received indicates that this electrode was explanted and replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. An x-ray revealed that the sense a filar and one of the high voltage cables were partially fractured at the distal end of the terminal boot where the electrode exits the header port. The electrode was curved in this area. The electrode resistance measurements showed intermittent readings when manipulating the electrode at the terminal area. Analysis confirmed the clinical allegations.